Manufacturer narrative:
Follow up #1 - device evaluation: the pump has been returned to animas and evaluated on 08/29/2015 with the following findings: pump reboot events were observed in the black box on (B)(6) 2015. There was a battery compartment crack observed below the grip pad. The pump was exercised for 24 hours with no power issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.